Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) that the patient presented to the emergency room (ER) that day with symptoms of seizures. The date of the event was asked but unknown. No further complications were reported or anticipated.